Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture" "moved under her armpit, pain, burning, reddish brown discharge," and "when lies down implant flattens and pain intensifies."

Event description:
Patient reported right side "moved under her armpit, pain, burning, reddish brown discharge," and "when lies down implant flattens and pain intensifies." Healthcare professional reported right side "deflation." Device remains implanted.

Event description:
Device has been explanted.